Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 07/30/2019. Device returned to manufacturer: yes, device evaluated by manufacturer: yes. Device evaluation: the product was received in a zip-lock bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zct225 21.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019 and explanted on (B)(6) 2019 due to complaint of refractive error. The explanted lens was replaced with a model zct150 21.5 diopter iol without any other intervention required. Patient outcome was reported as doing well. Through follow up, customer account provided (B)(6) 2019 as the date the refractive error was first observed. Pre-op best corrected visual acuity (bcva) was 20/30 and post-op bcva was 20/20. No additional information was provided to johnson & johnson surgical vision.